Event description:
Additional information was received from a manufacturer representative (rep) and the patient. It was reported that the ins was overdischarged. The patient called in to request a new ac adapter and planned to meet with a manufacturer representative to address the overdischarge. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the week prior to the report, the patient had put the ins into MRI mode, but then the MRI got canceled. It was confirmed that the MRI was needed for an unrelated surgery. The patient ended up letting the ins charge die down. Then on (B)(6) 2019, the patient fell, and when they went to try and charge the ins, it would not charge. No symptoms were reported. MRI eligibility was requested and reviewed. They were redirected to the doctor to check the device to determine the reason why the ins was not charging after the fall. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The patient met with the doctor and it was confirmed that the fall did not cause the charging issue. The recharging cord was found to be broken and needed to be replaced. The patient was redirected to contact patient services to obtain a replacement recharging cord. No further complications were reported or anticipated.